Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed multiple loss of prime warnings. During the eval the pump did not detect the cartridge during the load step.

Event description:
Eval revealed that the force sensor resistance reading was out of calibration.